Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Factors that contribute to entrapment include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall. A conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure using a prostyle device. Reportedly, when attempting to remove the device, the suture got entangled, and the device could not be removed. The suture was cut, and the device was eventually removed from the anatomy. The sutures of two new prostyle device were successfully pre-placed. The sheath was upsized to a 21f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.